Event description:
It was reported that during a procedure, the image was dark. The procedure was converted to an open operation. After communicating with the staff at the endoscope customer service center, it was confirmed that the cause of the dark image was that the high brightness of the device was turned off. Additional information received indicated that the procedure was a therapeutic laparoscopic cholecystectomy. After transitioning to laparotomy, the procedure was completed. There was no critically significant delay to treatment. Adhesion was severe, so the patient was scheduled to return to recovery. Reportedly, the image issue was due to poor insertion of the light guide, which the customer themselves were responsible for. There were no reports of further patient harm.

Manufacturer narrative:
E1 establishment name (documented here in its entirety due to character limitations in respective field): (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field d8. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to improper connection of the lg connector of wa50050a (olympus endoeye). However, the subject device was not returned, and the specific root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.